Manufacturer narrative:
The insulin pump was monitored for 24 hours, and no blank display noted. All operating currents were within specification. The unit passed the self-test. No unexpected low battery or off no power alarms were noted. No component isolation tape damage was noted on the liquid crystal display board. The unit was received with intermittent button response due to corroded keypad traces. The unit was also received with a cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube window, and cracked reservoir tube.

Event description:
The customer's wife reported via phone call that the insulin pump experienced a keypad anomaly. The caller stated that the act button began acting up. The customer replaced the battery, and the insulin pump had a blank display. The caller did not know the blood glucose reading. The customer was trying to bolus in preparation of dinner when he noticed that the act button was unresponsive. The customer did not observe any significant events leading to the keypad issues. The caller declined to troubleshoot for the blank display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.